Event description:
"Free walk stance control kafo" malfunctioned by inconsistently unlocking the knee during swing through gait. The brace is unsecure on slopes and stairs. The brace had to be manually unlocked at the knee to negotiate stairs and various terrains. Fully hyperextending the knee and fully dorsiflexing the ankle failed to unlock the brace at least 50% of all trials. Since the target market for this brace is pts already at risk for fall injury reporter feels this device failure has the potential for causing serious fall injury. The pt's gait is very unsteady when the brace fails to unlock at the knee.